Event description:
Acount alleged they have been getting zero results for glucose and creatinine. The incorrect results were not used to guide therapy. The field service representative found the reagent probe was sticking and repaired the insturment by cleaning the grommet around the probe.